Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008108, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008108 was manufactured according to the work instruction (wi) version 79 and packaging in the multivac 12, on 14/jul/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4f06396 was manufactured according to the (wi) version 27 and manufactured on the quickset line on 13/jul/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4f06408 was manufactured according to the (wi) version 27 and manufactured on the quickset line on 14/jul/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4g01748 was manufactured according to the (wi) version 27 and manufactured on the quickset line on 08/jul/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4f06403 was manufactured according to the (wi) version 27 and manufactured on the quickset line on 14/jul/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f06375 was manufactured according to the (wi) version 42 and manufactured on the machines mp04 & mp08 on 11/jul/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f06376 was manufactured according to the (wi) version 42 and manufactured on the machines mp04 & mp08 on 13/jul/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f06372 was manufactured according to the (wi) version 42 and manufactured on the machines mp04 & mp08 on 07/jul/2024, with a total of (B)(4) units. Device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.